Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and down. A field service engineer (fse) identified that the drawer 1.2 was causing the failure due to bad controller board and replaced it to resolve the issue. Fse then booted the system into the application, verified the storage space configuration, performed the acceptance test and confirmed that the pockets popped up and popped out and were detected on the bus. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was offline and down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.